Event description:
MDR it has been reported the bed's power plug sparked when the customer unplugged from the wall, causing the cord to catch on fire while a patient was in the bed. The fire put itself out and there were no reported adverse consequences to patient or user. The unit was inspected by a stryker field service technician and it was found the power prongs were broken, which caused the spark and fire. The unit has been repaired and returned to service.